Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies were not detected on the bus, resulting in a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus which caused the drawer to fail. A field service engineer reseated the connections on drawer 5 control boards and verified that drawer access was functioning correctly. The system functioned as intended after the field service engineer repaired the device.